Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that a piece of the device broke and potentially remained in the patient.

Manufacturer narrative:
Alleged failure: the tip of the probe was broken off. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: 1) probe used as a tool for mechanical displacement of tissue or bone, or to pry or scrub or 2) excessive force used when inserting of removing probe, probe inserted into obstructed passageway, or any forceful impact to the tip of the probe with rigid objects. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that a piece of the device broke and potentially remained in the patient.